Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent sensing and a magnet rate that changed from 98 to 83 in 24 hours and displayed the elective replacement time (ert) indicator. Implant date-7/3/92 explant date-8/21/96 total implant time-49.6months cpi minimum longevity at nominal settings with a 500 ohm lead is 42 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.